Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va21vdn, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 16-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that since about last week, the stimulation has not been helping her bladder much, and they are not feeling stimulation in the correct area on any program. The caller confirmed that she feels all of the programs in the low back area. The patient stated that they called their hcp and they are seeing something white coming out of the incision site and it feels squishy and electrical. The patient stated that they are unsure if it is a lead or stitches, but they are worried. The patient stated that they are having a lot of pain at the implant site, and the site feels wrong. Patient stated that she went to her hcp office on tuesday and the hcp determined that a electrode dislodged in to her back. No further complications were reported.

Manufacturer narrative:
Product ID 3889-28, lot# va21vdn. Product type lead. Codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that there were no device issue. No intervention were needed since the device was working fine. No further patient complications are anticipated or expected as a result of this event. ***this event is no longer a reportable event. MDR decision updated to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable.***